Event description:
The spouse reported that last week date unknown on 2 separate nights the needle button accidently released prior to the completion of the 24-hour period, and the patient experienced an episode of hypoglycemia at about 4 am. Spouse reported his wife's blood glucose level had dropped to 40 and it is normally 90-120. The patient woke up and experienced trembling and confusion, but was able to recognize the signs herself and self treated with drinking orange juice and recovery was prompt.